Manufacturer narrative:
Date of event date of event was approximated to be (B)(6) 2018 as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used in the colon during a polypectomy procedure. According to the complainant, during the procedure, the snare loop failed to cut through the target polyp and it was also noted that the catheter was defective. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event was approximated to be (B)(6) 2018 as no event date was reported. (B)(6). (B)(4). Analysis of the returned device revealed that it does not have any visible failure. Functional analysis showed that the device passed the retroflex test, it extends and retracts the loop within specification. In addition, the device passed the electrical resistance testing performed. Based on the information available and the analysis performed, the most probable root cause classification is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used in the colon during a polypectomy procedure. According to the complainant, during the procedure, the snare loop failed to cut through the target polyp and it was also noted that the catheter was defective. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.